Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported problem. The fse found no error log on the device. After the device was powered on, the device was working as intended. Based on the information available and the testing conducted, the cause of the reported problem is unknown. As the restart resolved the issue, the cause was unable to be traced to one thing and is unknown. The reported problem was confirmed. The device was operational after powering on the device. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the efficia cm12 indicating that there was an alarm for a speaker fault, and the sound could not be turned on. The device was not in use on a patient at the time of the event, so there was no patient involvement.